Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred. Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: contract MFR. Trisa ag kantonsstrasse31 triengen, switzerland 6234. Contract MFR. Hayco ltd. 4f citicorp centre, 18 whitfield rd. Causeway bay, hong kong, china. Contract MFR. Shantou city kin seng plastic co., ltd. Pin bei industrial area chao yang county. Updated/supplemental report with section g-6 completed.

Event description:
The consumer alleges that the spinbrush toothbrush broke half of his/her teeth. It was also alleged that it spins too fast and the bristles are too hard.

Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: (B)(4).

Event description:
The consumer alleges that the spinbrush toothbrush broke half of his/her teeth. It was also alleged that it spins too fast and the bristles are too hard.